Event description:
It was reported that when the patient would get up, sit, or walk, the implantable neurostimulator (ins) felt like it was coming out of the pocket and bulging out. There was pain on the right leg. It was difficult for the patient to get up and walk and it would take a while for him to move and walk. The patient¿s back hurt and at the front of his leg down to his knee. It felt like he was paralyzed. There were no issues when lying down. These issues had been occurring for a couple months. Nothing unusual happened during that timeframe. No falls or trauma occurred. The patient did not have his programmer on him at the time of the call but it was noted that he was programmed at 160/30. It was also noted that he was trying to lose 50 pounds and was trying to get himself ready for surgery to his shoulder in 2015-(B)(6). The device had not been checked since implant. Follow-up was performed to determine if the patient received any further assistance and if he had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708220, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 399945, lot# v258253, implanted: 2009-(B)(6), product type lead. (B)(4).